Event description:
While performing pci - the stent came off in a graft after hitting a chunk of calcium. The cardiologist was able to maneuver a balloon into the stent to deploy into the graft which allowed completion of the procedure with no further complications.